Manufacturer narrative:
This report is submitted on february 25,2022.

Event description:
Per the clinic, the patient experienced an infection behind the ear (specific date not reported) and subsequently was treated with antibiotics (specific type,date and duration not reported).

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery in order to remove the unhealthy granulation tissue and wash out the infected site (specific date not reported). However, the patient experienced wound dehiscence two weeks later and was treated again by washing out the wounded area (specific date not reported). The implanted device remains. This report is submitted on march 17, 2022.